Event description:
The complainant alleged that the pilot valve was leaking. The independent repair statement confirmed the pilot valve leak and identified it as the key failure. Other defects noted were as follows: manifold o-ring, leaking sieve bed tywrap, other/defective x 4. Alarming/ red light.